Event description:
Customer reported results of 217 mg/dl and 92 mg/dl, obtained within 10 minutes on the accu-chek compact system. No adverse event reported. New system sent to customer and return requested.